Event description:
It was reported that the patient was having a magnetic resonance imaging (MRI) and computerized tomography (CT) scans. The patient noted problems with ¿the back.¿ the patient stated the MRI was because of the pump and was related to her problem ¿which isn¿t the pump¿ but the pump was the ¿cause of the back¿ and the problem was ¿its blocking.¿ the pump was reportedly helping but she needed to keep it operating. The patient also stated she did not know if the MRI was due to a problem with the pump but did not think so. Attempts were made to clarify the reason for the MRI and CT as it was unclear if these were related to or because of the implanted system and/or therapy. However, this remained unclear at this time. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify the event details surrounding the implanted system, patient¿s symptoms, resolution and patient outcome. If additional information is received, the event will be updated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).